Manufacturer narrative:
The impella cp and the automatic impella console data logs were returned to the manufacturer for evaluation. The analysis of the data logs showed that the motor current suddenly lost pulsatility, which was never regained, which revealed when the initial kink occurred, and that the kink worsened shortly after when the motor current and calculated flow fell. The pump was returned without the distal end of the cannula, or the inflow cage and pigtail. The cannula was found to be torn and the nitinol coil had unraveled at the torn end. Two kinks were found along the cannula closer to the pump housing. The cannula became kinked when the cardiologist attempted to wirelessly re-cross the atrioventricular after the pump came out of position due to patient movement. The cannula then became torn and separated when the pump was being explanted with the cannula severely kinked. The explant was reported to have been attempted faster and more forcefully than would be expected with a severely kinked cannula. The root cause of the cannula separation was determined to be the result of excessive force being applied during explant of a pump with a severely kinked cannula, which had become kinked during a failed attempt to wirelessly re-cross the aortic valve. A corrective action has been initiated to address this failure mode. In addition, re-training of the facility staff was performed on august 24, 2016. (B)(4).

Event description:
The complainant reported that on (B)(6) 2016, a (B)(6) year old male patient presented in the emergency department with pulmonary edema, and shortly thereafter suffered a 2 minute code blue and developed cardiogenic shock. The patient was then transferred to the facility's cath lab for impella cp placement. The pump was placed in the patient's right groin, and although the patient was sedated he became agitated and began thrashing his leg. The interventional cardiologist reported that he then advanced the impella forward and it went across the aortic valve and back into the lv. The patient again moved and displaced the device into the aorta. The impella alarm then sounded, and the clinicians found that the cannula had kinked. The physician then attempted to remove the device from the right groin without first trying to straighten out the prolapsed catheter. The catheter was then pulled all the way down to the common femoral artery (cfa). During this attempt, everything exited the patient's groin except the inflow cage and pigtail which had become detached from the rest of device at the location of the kink. The portion of the device remaining in the patient appeared to be in the profunda. Wire access was maintained to right groin while the physician advanced a 14fr sheath from a second cp and placed it in the common femoral artery (cfa). Pressers and inotropes were restarted in an effort to manage pressure while the patient was without impella support. The doctor then tried to snare the pigtail from the right groin, but without success. He then accessed the left groin with a 6fr sheath in an attempt to snare the detached portion of the cannula contralaterally. At this point snares were manipulated bilaterally to orient the inflow and pigtail portion of the cannula, which resulted in successful removal of the detached cannula via the oscor 14fr sheath. The patient experienced bleeding as a result of the staff moving the oscor sheath in and out of the groin to manipulate the pigtail and inflow cage back into the iliac where it could better be manipulated for removal. The blood loss was reported to be from non-occlusive proximal pressure being held and released to manipulate the groin. It was not a continuous blood loss but was brisk incrementally. The patient received 2 units of replacement blood. A second cp was then successfully placed and secured, and the patient's right leg was immobilized, and the patient was reported to be in stable condition. The patient was later transferred to another hospital for vad support to bridge to heart transplant.